Event description:
The patient's generator was replaced and returned to the manufacturer due to prophylactic replacement. Product analysis was performed by the manufacturer and it was reported that high impedance was detected on the generator prior to explant. Product analysis indicated that outside of the high impedance that was detected the generator performed according to functional specifications and no performance or any other type of adverse conditions were found with the pulse generator. No known surgical intervention has occurred for the suspect product to date. No further relevant information has been received to date.

Manufacturer narrative:
Patient age, corrected age: initial report inadvertently reported the patient age based on the incorrect event date for when high impedance was detected. Event date, corrected date: initial report inadvertently reported the incorrect event date, event date updated to when high impedance was detected on the patient's generator.

Event description:
It was reported that high impedance was detected on the patient's generator when the vns generator was interrogated prior to an MRI scan. The generator was also found to be at near-end-of-service and therefore the patient was referred for generator replacement. It was reported that post generator replacement the impedance was within normal limits and therefore the surgeon made the medical decision not to replace the patient's leads. No known surgical intervention has occurred with the suspect product, the lead, to date. No further information has been received to date.